Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hernia procedure, while attaching the mesh, the device did not deliver the tacks correctly. When one of the tacks was applied, the tacker twisted under the surgeon¿s pressure. The tacker then became difficult to remove from the trocar so the trocar was removed and reinstalled. Another tacker was used to complete the reinforcement of the mesh. The surgical time was extended. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube shaft was bent. Tacks were also visible inside the shaft. Functional testing was not performed due to the condition of the received device. It was reported that the tack did not penetrate the tissue as expected, the device had bent out of its intended shape, and there was difficulty removing the device from inside the port. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Label warning. En 980, en 1041:, sopgds-004 (label review committee). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.